Event description:
It was reported patient had pain at the ipg site from (B)(6) 2019. Patient was prescribed steroids and was followed up later. Pain had improved much better with steroids at one stage but later patient continued to have intense pain at the pocket site and wanted to have it explanted. To address the issue patient underwent surgical intervention where the ipg was explanted .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.